Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge leaked. Additionally, it was reported that resistance was experienced. Reportedly, the customer does not perform the air removal process during the load process. A new cartridge was loaded resolving the issue. Customer's blood glucose level was not impacted.